Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness. A follow-up investigation revealed that the patient was in atrial tachycardia and received inappropriate shocks, which had induced ventricular tachycardia (vt). The vt rhythm subsequently terminated. The patient was treated with medication. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.